Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/04/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with audio tones and vibrations functional. The pump emitted the appropriate sounds and vibrations using the audio bolus button and alarm functions. The pump case was removed and no evidence of moisture or loose components was found. The complaint that the pump had no audio tones or vibrations was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump had no audio tones or vibratory function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.